Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, cardiac arrhythmia, right heart failure, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having respiratory failure post implant. The patient had cardiac arrhythmia on (B)(6) 2021. The patient had right atrial fibrillation with a heartrate of 150-160. The patient was treated with amiodarone bolus and drip. The patient's heartrate was down to 118-125. Normal rhythm conversion. The patient has been hemodynamically stable throughout the episode. The patient also had right heart failure. The patient was noted with an inr of 4.2 on (B)(6) 2021. The patient had 5 beats ventricular tachycardia but was asymptomatic. The patient developed a mild nose bleed with minimal blood and resolved without intervention. The patient was continued on afrin and nasal saline drops. The patient continued to have episodes of bradycardia on (B)(6) 2021 with infrequent pacing overnight. The patient is now in normal sinus rhythm. The patient was noted to have bleeding at the driveline site. The patient denies any dizziness or palpitations. Uehara heparin glucose tolerance test discharged at 7:00 and pressure dressing was applied.

Event description:
The events resolved on (B)(6) 2021.